Manufacturer narrative:
(B)(4). Internal file number -(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. A 3.5x20mm trek rx balloon dilatation catheter (bdc) was inflated to 18 atmospheres; however, the balloon failed to deflate despite many attempts of re-inflation and re-deflation. The balloon partially deflated and the bdc was removed. The procedure was successfully completed with balloon angioplasty. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted coronary dilatation catheters trek rx global instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx is 14 atmospheres. In this case, it is unknown if the reported violation of the IFU caused or contributed to the complaint. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.